Manufacturer narrative:
No information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve (apl) was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve resulting in a loss of manual ventilation. There was no report of patient injury.